Event description:
A female customer (age unspecified) reported an incident regarding the max hold waterproof bandages. On an unspecified date, she alleged the bandage pulled her skin off and that led to mild infection. She is allegedly taking an unspecified antibiotic for the infection. No additional information was provided. No allergies, medical history or intervention was reported.

Manufacturer narrative:
Age or date of birth, weight, ethnicity,race: information not provided. Date of event: information not provided. Product lot # was not provided. Initial reporter's occupation was not provided. Product lot # was not provided, therefore device manufacture date is unknown. The product has a 5 year shelf life claim. No sample has been received for analysis. The 2-year complaint history was reviewed for the product's global sales code (gsc) of sxj and reported failure. No trends were observed. 3m will continue to monitor. Test results confirm the biocompatibility of nexcare¿ waterproof bandages for their intended use. In addition to performing clinical studies, 3m¿ monitors its medical devices with manufacturing controls, including in-process specifications, release specifications and testing. End of report.